Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 35 mg/dl. Customer¿s current blood glucose level was 117 mg/dl. Customer stated did not allege insulin pump for over delivery. The product will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. It was reported that the auto mode was active at the time of incident. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose.